Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer stated that customer was not able to upload to carelink. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Pump passed the self test, and displacement test. Thus and software was utilized and downloaded trace/history files properly. Also, care link pro software was utilized and downloaded trace/history files properly all bolus delivered record in file history. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, broken battery tube threads, cracked keypad overlay, cracked case (battery tube), stained keypad overlay, missing display window cover. In conclusion, customer alleged the pump having unable to upload/download not confirmed. Broken battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.